Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, which were caused by micro dislodgement. Another rv lead was successfully implanted. No additional adverse patient effects were reported.